Manufacturer narrative:
Lot #: the reported lot 22k05t100 is not recognized by the system (remove this previously reported statement from h10). H4 (device manufacture date): the devices were manufactured in november 2022. H10: the actual device was not available; however, retained samples were evaluated. The retention samples were visually inspected, there was no obvious issue/damage detected. The retention samples were also leak tested under water; no leak was observed. The reported condition was not verified by evaluation of the retention samples. The retention samples met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) homechoice automated set with cassettes leaked; further described as ¿there was liquid underneath the device¿. This occurred during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: the reported lot 22k05t100 is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.